Manufacturer narrative:
Manufacturer narrative: the reported lot number was valid. Pharmacovigilance comment: the serious events of angioedema and implant site hypersensitivity were considered expected and possibly related to the treatment. Serious criteria include the need for multiple medical interventions including steroid injections. The non-serious events of swelling, pain, bruising, mass and discolouration at the implant site, and facial palsy were considered expected and possibly related to the treatment. Potential contributory factors include injection technique. The case meets the criteria for expedited reporting to the regulatory authorities. CAPA comment: the information in this single case does not suggest involvement of a nonconforming product or quality problem and will not initiate a corrective or preventive action.

Event description:
Case reference number (B)(4) is a spontaneous report sent on 17-jul-2019 by a (B)(6)-year-old female patient. This report also contains additional information obtained on 18-jul-2019 from nurse practitioner, 19-jul-2019 from the patient and allergist. The medical history included hyperpigmentation on cheeks, anxiety and blepharoplasty in (B)(6) 2017. No information about history of allergies or previous filler treatments was provided. Concomitant treatments included buspirone tablet for anxiety since years. On (B)(6) 2019, the patient received treatment with 2 ml of restylane defyne (lot 16294) in laugh lines (nasolabial folds), above cheek bones and the bags of eyes on both sides (unknown injection technique and needle type). Two days later, on (B)(6) 2019, the patient experienced lumps(implant site mass) and swelling(implant site swelling) in the cheek and also complained of tenderness(implant site pain) and bruising(implant site bruising) and followed up at the clinic. The nurse reported that she did not see any bumps or anything. The nurse went ahead and massaged the area and applied arnica [arnica montana] cream to the area. The patient was happy with the results. The early swelling with lumps resolved in a week. On (B)(6) 2019, the patient sent an email to the nurse stating she concerned about the filler but did not visit office. The patient began to take benadryl [diphenhydramine hydrochloride] since an unknown date in (B)(6) 2019 as corrective treatment for the adverse events. 4-6 weeks after the injection of suspect product, the patient experienced swelling under right eye, on right cheek and also right sided deviation of upper lip, appearing as a smirk(facial paralysis). Left sided facial swelling also occurred during flares at injection sites, otherwise, no filler effect in nasolabial folds was seen. It was reported that the flares of swelling occurred 2-3 times a month lasting for 3-10 days in the areas of injection. The patient also received cetirizine [cetirizine] since an unknown date in (B)(6) 2019 as corrective treatment for the adverse events. The nurse practitioner also stated that she started to receive a series of pictures from patient and the patient reported having hyperpigmentation(implant site discolouration) in the areas injected. However, according to the nurse practitioner, the patient already had hyperpigmentation prior to procedure which was discussed with the patient. The patient was also referred to a skin care specialist. On (B)(6) 2019, the patient reported to the nurse practitioner having an allergic reaction(implant site hypersensitivity) to filler and stated visiting doctor for fourth time to receive unspecified steroids. The patient reported getting both injection (on arm) and oral unspecified steroids. The patient also visited an allergist in (B)(6) 2019 who reported that the patient experienced angioedema(angioedema) and swelling of facial structures. No treatment was given in office. The patient was prescribed zyrtec 10 mg by mouth daily and was asked to follow up in 3 months. Outcome at the time of the report: allergic reaction was not recovered/not resolved. Angioedema was unknown. Right sided deviation of upper lip, appearing as a smirk was not recovered/not resolved. Lumps was recovered/resolved. Swelling was not recovered/not resolved. Tenderness was recovered/resolved. Bruising was recovered/resolved. Hyperpigmentation was unknown.